Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the patient experienced bleeding from the nasal cavity, believed to be caused by the temperature probe. The temperature probe slipped out of the esophagus during patient transport from invasive cardiology unit to the cardiac intensive care unit. During the attempt of replacing the temperature probe a nasal cavity mucous membrane was injured. Bleeding occurred. The patient experienced anxiety during the percutaneous coronary intervention (pci) and required sedative medication. This fact and large volume of blood added to the horizontal position made breathing difficult for the patient, which increased the risk of choking. The anesthesiologist decided to perform intubation and mechanical ventilation. The bleeding stopped after a few minutes, however the patient remained on mechanical ventilation and intubation for approximately 6 hours. The event was resolved without sequelae. No additional information was provided.